Event description:
Complainant alleged that during routine shift check by a clinician the device continuously beeps and only a dot is present on the display. The complainant indicated that there was no pt involvement in the reported malfunction. The complainant indicated that the device would not be returned for evaluation.